Manufacturer narrative:
Additional information was requested and the following was obtained: what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal how was suture initially placed (interrupted or continuous)? Continuous. How the suture was initially tied? 5 throws start and finish. Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? No. Was the suture reprocessed (ie. Re-sterilized) before use? No. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Broken mid-suture line in lean alba and subcutaneous line within 24 hours. Knots intact. How is the patient today? Good. Representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements. In addition, suture pieces were returned for evaluation. The pieces were visually examined and it was noted that the ends of knots of the suture were cut and the other end of the suture pieces were observed to be busted. As the suture is absorbable and due to the condition of the sample returned, the tensile strength test cannot be performed as the process of degradation has begun due to the exposure to the environment. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to obtain the following information: what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? How the suture was initially tied? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? Was the suture reprocessed (ie. Re-sterilized) before use? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? How is the patient today?

Event description:
It was reported that a cat underwent a spay procedure on (B)(6) 2016 and suture was used. On (B)(6) 2016, post-surgery, the cat had a bulge at the incision site. On (B)(6) 2016, it was found that the suture of the linea alba and subcutaneous tissue had broken midway between the knots at the cranial and caudal end of the closure. Additional information has been requested.